Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6).

Event description:
Needle detached from the part; the patient had a bypass and a new valve. The assistant placed the zipfix implants around the sternum with advice from the sales consultant and the surgeon. While placing the 3rd one, after passing the first half sternum, the needle detached from the peek part, just at the lower part of the needle. The sales consultant explained to the surgeon he has to make a softer curve, in the middle of the middle of the implant, instead of folding the implant at the end, just before the needle. This is 1 of 1 report for this complaint (B)(4).